Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker device underwent a magnetic resonance imaging (MRI) scan. The physician indicated they were told that the boston scientific field representative did not come back to the healthcare facility to check the device after the MRI. According to the physician, nine days later the patient reported feeling lightheaded, their blood pressure was noted to have decreased, and an external electrocardiogram (EKG) indicated a pacemaker failure. The specific pacemaker failure was not described. The physician requested a pacemaker device interrogation be performed and boston scientific technical services (ts) transferred the call to have the local boston scientific field representative paged. No additional information was provided. Attempts to gather additional information from the field were unsuccessful. A subsequent review of remote monitoring data for this device by ts indicates all lead measurements are within normal limits and stable over the last year. In addition, the pacemaker device was noted to have the rhythmiq algorithm programmed on and ts indicated an external EKG may interpret the associated rhythm as exhibiting loss of capture or failure to output. Ts discussed there were some stored rhythmiq episodes on the date of the MRI scan as well as the day after the MRI which showed ectopy and slower ventricular rates. Ts stated that based on their review, the pacemaker device is currently operating as programmed and as expected. Also, ts stated the device was checked in the clinic on the same day as the call from the physician and all lead measurements were also within normal specification limits. The pacemaker device remains in-service. No additional patient symptoms or adverse patient effects were reported.